Event description:
Pt status post 11mm 130 degrees ti cann troch fixation nail, 11.0mm helical blade and 5.0mm locking screw implanted on (B)(6) 2011 had a failed fixation. The tfn nail cut posteriorly through the femoral head on an unk date. Pt was returned to operating room on (B)(6) 2011, hardware was removed and pt was revised to a total hip. This is three of three reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
This device is used for treatment, not diagnosis. This failure can be very difficult to predict because in addition to the design, there are other factors that can contribute to the condition; such as bone quality, implant choice, fracture pattern, compliance with post operative mobility, etc. The implant construct did function for its intended use. The helical blade did slide and collapse as would be expected from the post operative x-rays. The basilar neck/intertroch fracture did seem extended and could have been reduced additionally to provide initial support against the medial side of the nail. The distance from the tip of the blade to the subcondral bone was further than desired; the synthes ti trochanteric fixation nail system technique guide states that tip of guide wire used prior to helical blade placement should be stopped 5mm from subcondral bone. The post-op x-rays also show comminution inferior of the blade shaft, i.e. Lesser troch detached.

Manufacturer narrative:
This device is used for treatment, not diagnosis. A single screw was received with the task associated with this complaint. It is whole and intact. The drive, thread type, length, and general configuration confirm this as a 458.942. The drive has light to moderate marks, consistent with use. Some biomaterial remains in the drive. The top of the head is in good condition. There are two diametrically opposed marks at the band with displaced material. The bottom of the head and the neck are in good condition. The first 7 shaft threads appear to be in good condition. The remainder of the shaft threads have been compressed at the major diameter and folded back towards the head. The trocar point is in good condition. The relevant dimensions that could be checked are within specification. Due to the type and extent of damage incurred, a finite evaluation could not be performed. DHR was reviewed with no complaint related anomalies noted.